Manufacturer narrative:
B5: additional information added to event summary. H2/h3: product analysis as found condition: the (pli-10) pipeline flex device and the (pli-20) phenom 27 catheter were returned for analysis inside an open pipeline flex inner pouch, inside a clear sealed biohazard plastic pouch, and a shipping box. Damaged location details: the (pli-10) pipeline flex distal wire was broken proximally to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched. The pusher wire kinked at ~112.0cm and at ~153.0cm from the proximal end. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was fully open without damage. The (pli-20) phenom 27 catheter distal tip and marker were examined, and no damage was noted. The catheter body was kinked at ~12.0cm from the proximal end of the catheter hub. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the (pli-20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at the damaged location. ¿external testing: the pipeline flex distal wire¿s broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test result indicates that the broken end exhibits fracture features consistent with torsional overload. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned (pli-10) pipeline flex braid¿s distal and proximal ends were both open and frayed. The distal wire was observed to be broken, and, per scanning electron microscopy (sem) test result, the break occurred due to torsional overload. The cause of the failure to open could not be determined. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the pipeline had not been placed in a vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, the reported severe vessel tortuosity and a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The damage seen on the distal hypotube (stretched), pusher wire (kinked), and braid (frayed) indicates that high force was applied. It is possible that the damage occurred when the (pli-10) pipeline flex device was advanced/retrieved through the returned (pli-20) phenom 27 catheter against resistance. However, no resistance was reported during the procedure. It is possible that the patient¿s severe vessel tortuosity could have contributed to the resistance. However, the cause of the damage could not be determined. Additionally, there were no complaints against the returned (pli-20) phenom 27 catheter. However, it was observed to be damaged (kinked). The likely cause of the damage could be the patient¿s severe vessel tortuosity. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that there was no issues with the extra phenom 27 microcatheter that was returned.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. The pipeline had not placed in a vessel bend when it failed to open.

Event description:
Medtronic received a report that the pipeline flex failed to open at the distal end. The patient was undergoing surgery for treatment of a saccular, ruptured left ophthalmic artery aneurysm with a max diameter of 4.8 mm and a 3.8 mm neck diameter. The landing zone was 4.2 mm distally and 4.7 proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at a not graded platelet reactivity units (pru) level. The angiographic result post procedure was that the stent was well apposed to the vessel wall. It was reported that the pipeline flex stent was delivered to the m1 segment and partially deployed to approximately 10 mm, but the distal end did not open. After waiting for a while, it still failed to open. The operator attempted to advance the stent and apply some tension, but it remained unopened. Further attempts to retrieve and redeploy the stent were also unsuccessful. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a zenith guide catheter and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.